Event description:
A trilogy 100 ventilator was returned to the manufacturer for service. There was no harm or injury reported. During the evaluation of the device at the manufacturer's service center a ventilator inoperative error code was noted in the device download error log indicating a motor failure. The device's blower required replacement to address the issue. However, no repairs were completed because the device was not needed for inventory and was scrapped.